Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of entangled coiled tubing was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Five turns were noted on the coil tubing. The unit was manually filled with 100 ml of water. During and after fill, no evidence of entanglement was noted on the coil tubing. The device was allowed to flow until emptied. During flow, no evidence tangled coil tubing was observed. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.additional narrative:the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that a coiled tube infusor had internal tubing tangled between the volume indicator and the housing during patient use. The device was filled with a solution of 5-fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.